Event description:
Customer reported an issue with the as3000, which may have affected o2 delivery. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's 02 sensor and recalibrating. System was safety tested to factory's specifications.